Event description:
Diffuse peritonitis; white necrotic material at seprafilm placement site; cloudy ascites at seprafilm placement site (ascites); culture positive for gram negative bacillus (nos); culture positive for anaerobes (nos). Info rec'd on 28-may-2007 from the literature entitled, "case of diffuse peritonitis after seprafilm use". The case report was published in the another country surgical association magazine 2007; 68 (4) 264. The case report regarded a male pt, with a history of proximal gastrectomy in 2004 for type iii gastric cardia cancer. In 2006, the pt underwent adhesiolysis for repeated postoperative intestinal obstruction. The jejunum was knitted together to the anastomotic part and developed torsion. During the adhesiolysis, a perforation of approx 1cm was found at the jejunum and closed with a suture. The operation site was washed thoroughly with warm saline. An unk number of seprafilm sheets were placed at the adhesiolysis site and under the incision. On postoperative day 2, the pt developed significant tenderness and rebound tenderness in the whole abdomen. An exploratory laparotomy was conducted and diffuse peritonitis was diagnosed. A small amount of cloudy ascites and white necrotic material were found at the seprafilm placement site. A culture test (unspecified) was positive for anaerobes and gram-negative bacillus. No abnormality was observed at the repaired bowel site and the abdominal cavity was thoroughly washed. The postoperative course proceeded well and the pt recovered without sequelae. The authors assessed the events as definitely related to seprafilm. Citation(s): yoshinori hoshino, et al. One case of diffuse peritonitis after seprafilm use. Japan surgical association magazine 2007; 68 (4) 264.

Manufacturer narrative:
,